Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of juawf135 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (juawf135) have been reported from the same facility in (B)(4).

Event description:
It was reported that the nurse tested devices for dislodged hub casing. It was found that the hub casings on two devices were easy to dislodge. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an easily detached retainer is confirmed and was determined to be manufacturing related. One pediatric PICC plus statlock device was returned for evaluation. An initial visual observation showed the majority of the lower right corner and some of the upper and lower left corners of the plastic retainer were detached from the foam pad. Sections of the foam pad were observed to have been torn off and were found attached to the underside of the retainer. A microscopic observation of the underside of the lower section of the retainer revealed little evidence of adhesion to the foam pad. The root cause is related to manufacturing due to an insufficient amount of adhesive or bond not fully cured resulting in the retainer detaching easily.

Event description:
It was reported that the nurse tested devices for dislodged hub casing. It was found that the hub casings on two devices were easy to dislodge. This report addresses the second device.